Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for estradiol. The original values were reported outside of the laboratory and questioned by the physician. The samples were repeated at a different site using "tms" methodology for "ultra sensitive estradiol". The physician was not sure if either the original or repeat values were accurate. The customer did not provide units reported for either estradiol method. Sample one originally resulted as 84 in (B)(6) 2012. The customer could not provide the exact date the original value was obtained. The sample was sent to a different site to repeat using the "tms" methodology. The repeat result was 1.5. Sample two originally resulted as 82.3 on (B)(6) 2012. The sample was sent to a different site to repeat using the "tms" methodology. The repeat result was <1.0. The patient was not adversely affected by the event. The analyzer used was an analytical e module, serial number (B)(4). The customer declined a service visit stating that they believed the issue to be sample specific.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer provided the new sample for investigation. It was determined a streptavidin interference was present in the sample. Streptavidin interference is mentioned in product labeling.

Manufacturer narrative:
A new sample was drawn from the patient and tested on (B)(4) 2012 with an estradiol result of 77.31 on the e module analyzer and 4.9 using the tms method.

Manufacturer narrative:
A specific root cause could not be determined. There was not sufficient information available to fully assess the issue. There may be an interference present in the patient sample, but further investigation is not possible as there is no sample available. The e module results are comparatively stable at a higher level compared to competitor and likely do not fit to a patient being on lupron therapy.